Manufacturer narrative:
Analysis of the ipg ((B)(4)) found that the setscrew was backed too far out. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding patient who was undergoing implant surgery of a neurostimulator for gastrointestinal/ pelvic floor and bowel dysfunction/sacral nerv stimulation. It was reported that there was lead insertion difficulty during the procedure. It was confirmed that the header bore was clear and the set screw was backed out of the bore (backed out by 1/2 to 3/4 turn). The health care provider was not able to insert the lead into the implantable neurostimulator. Rotating the implantable neurostimulator while inserting the lead also did not resolve the issue. Inching the lead into the bore with fingertips did not resolve the issue. The blue tip was confirmed to be fully seated and visible. It was tightened with the torque wrench and the lead was lightly tugged. The lead did not stay in place. It was reviewed that the maximum lead insertion is up to three times to prevent lead damage and this did not resolve the issue. There was not visible damage to the lead, and a new implantable neurostimulator was used to try to resolve the issue.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative reported the lead was able to insert into the new ins without any issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.